Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with no tortuousity, mild calcification, and 90% stenosis. The 2.0x20mm voyager rx balloon catheter was advanced for pre-dilatation, but the balloon ruptured when inflated for the first time at 10 atm. There was no pt injury. The lesion was further dilated with another company's balloon catheter and a stent was implanted. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Balloon ruptures can be affected by numerous factors. In this case, the lesion was mildly calcified and 90% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the calcified lesion such that the balloon ruptured upon inflation. However, without the product to examine, no definitive cause for the reported balloon rupture can be determined.